Manufacturer narrative:
The product analysis result indicates that the overheating was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece overheated prior to a tympanoplasty procedure. There was no patient impact.